Manufacturer narrative:
The two holmium fiber units identified by this complaint were not returned to dornier medtech within the timeframe of investigation and it was confirmed by the complainant 12 november 2020 the units were not going to be available. It is acknowledged each holmium laser fiber manufactured by dornier medtech america is 100% inspected for both visual and power testing performance defects prior to release for distribution. It is understood that holmium fibers are fragile, and must be handled with care, as instructed in the dornier medtech holmium fiber IFU. This investigation did not reveal any manufacturing defects, or process deviations, and it is recognized no other complaints involving broken units noted out of packaging have been received for hol270r lot f2620r. The facility storage procedure for dornier holmium fibers was not confirmed and the likelihood of two units being released for distribution inside packaging broken is very low due to multiple manufacturing process controls.

Event description:
Complaint information was received for 2 holmium fibers, which were identified broken out of the box prior to usage. No patient impact occurred due to this product complaint.